Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / pain/ severe and persistent chronic pelvic pain as a result of the essure implantation"), pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient (gravida 4, para 6) who had essure (batch no. 21132 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychological disorder nos, multigravida and parity 3 (date of births: (B)(6)2005, (B)(6)2007, (B)(6)2012). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain / abdomen sudden sharp stabbing ripping pain") and nausea ("nausea"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, 5 months 16 days after insertion of essure, the patient experienced cervical dysplasia ("cervical dysplasia"). In 2014, the patient experienced rash ("bad skin rash irritation on left ankles"). In december 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("hypersensitivity to nickel"), dyspareunia ("painful intercourse"), menorrhagia ("heavy periods"), dysgeusia ("metallic taste in my mouth"), headache ("headaches"), urinary tract infection ("re-occurring urinary tract infection / re-occurring urinary tract infections"), bacterial vaginosis ("bacteria vaginosis"), feeling abnormal ("brain fogginess"), pain in extremity ("constant leg pain/ leg shooting pain up and down my legs/ leg achiness"), muscle spasms ("muscle spasms / leg cramps"), fungal infection ("re-occurring yeast infection / infection"), hypertension ("high blood pressure"), loss of libido ("loss of libido"), depression ("depression"), furuncle ("boils on my inner thigh / boil") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, analgesics, ibuprofen, metronidazole, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy). Essure was removed on (B)(6)2015. In 2015, the abdominal pain and nausea had resolved. At the time of the report, the pelvic pain, dysgeusia, urinary tract infection, feeling abnormal, muscle spasms, hypertension, furuncle and migraine had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, allergy to metals, dyspareunia, menorrhagia, headache, bacterial vaginosis, cervical dysplasia, pain in extremity, fungal infection, loss of libido and depression outcome was unknown and the rash had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bacterial vaginosis, cervical dysplasia, depression, dysgeusia, dyspareunia, feeling abnormal, fungal infection, furuncle, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and urinary tract infection to be related to essure. The reporter commented: she had not sought medical treatment for migraine headaches, painful intercourse, depression, high blood pressure. She did not claim that she was allergic to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury. She did not retain the essure or any portion of it.she was not advised of any complications from essure removal procedure.she had complications during pregnancies: lyanna peirce- two vessel umbilical cord, antepartum. Diagnostic results: on (B)(6)2013 dye test : confirm tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / pain/ severe and persistent chronic pelvic pain as a result of the essure implantation"), pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("miscarriage/possible miscarriage") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient (gravida 4, para 6) who had essure (batch no. 21132 (invalid); a33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychological disorder nos, multigravida, parity 3 (date of births: (B)(6) 2005, (B)(6) 2007, (B)(6) 2012), urinary tract infection, abdominal pain lower and loop electrosurgical excision procedure (for mild-to-focal-moderate squamous dysplasia). Concurrent conditions included cervicitis (chronic). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to 16-(B)(6) 2012 for contraception. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods") and nausea ("nausea"). In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain / abdomen sudden sharp stabbing ripping pain"). In (B)(6) 2013, the patient experienced headache ("headaches"), urinary tract infection ("re-occurring urinary tract infection / re-occurring urinary tract infections"), fungal infection ("re-occurring yeast infection / infection") and migraine ("migraines"). In (B)(6) 2013, the patient experienced pain in extremity ("constant leg pain/ leg shooting pain up and down my legs/ leg achiness"). On (B)(6) 2013, 5 months 16 days after insertion of essure, the patient experienced cervical dysplasia ("cervical dysplasia"). In 2013, the patient experienced dyspareunia ("painful intercourse"), hypertension ("high blood pressure"), loss of libido ("loss of libido") and furuncle ("boils on my inner thigh / boil"). In 2014, the patient experienced rash ("bad skin rash irritation on left ankles"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), allergy to metals ("hypersensitivity to nickel"), dysgeusia ("metallic taste in my mouth"), bacterial vaginosis ("bacteria vaginosis"), feeling abnormal ("brain fogginess"), muscle spasms ("muscle spasms / leg cramps") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with antibiotics, analgesics, ibuprofen, metronidazole, fluconazole (diflucan) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain and nausea had resolved. At the time of the report, the pelvic pain, dysgeusia, urinary tract infection, feeling abnormal, muscle spasms, hypertension, furuncle and migraine had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, allergy to metals, dyspareunia, menorrhagia, headache, bacterial vaginosis, cervical dysplasia, pain in extremity, fungal infection, loss of libido and depression outcome was unknown and the rash had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bacterial vaginosis, cervical dysplasia, depression, dysgeusia, dyspareunia, feeling abnormal, fungal infection, furuncle, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and urinary tract infection to be related to essure. The reporter commented: she had not sought medical treatment for migraine headaches, painful intercourse, depression, high blood pressure. She did not claim that she was allergic to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury. She did not retain the essure or any portion of it.she was not advised of any complications from essure removal procedure.she had complications during pregnancies: lyanna peirce- two vessel umbilical cord, antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013 closure of the bilateral fallopian tubes pregnancy test urine - on (B)(6) 2012: negative on (B)(6) 2013 dye test : confirm tubes were blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdomen pain, urinary tract infection, hypertension, pelvic pain." Most recent follow-up information incorporated above includes: on 25-jun-2018: reporter information was added. Her demographic was updated. Her historical/ concurrent conditions were added. Lab data was added. Essure lot number was added. Concomitant medication was added. Essure indication was amended. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / pain/ severe and persistent chronic pelvic pain as a result of the essure implantation"), pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("miscarriage/possible miscarriage") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient (gravida 4, para 6) who had essure (batch nos. 21132 (invalid) and a33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychological disorder nos, multigravida, parity 3 (date of births: (B)(6) 2005, (B)(6) 2007,(B)(6) 2012), urinary tract infection, abdominal pain lower and loop electrosurgical excision procedure (for mild-to-focal-moderate squamous dysplasia). Concurrent conditions included cervicitis (chronic). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6)2013 for contraception. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient had essure inserted and removed on (B)(6)2015. A new essure was inserted on an unknown date. In november 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods") and nausea ("nausea"). In december 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain / abdomen sudden sharp stabbing ripping pain"). In january 2013, the patient experienced headache ("headaches"), urinary tract infection ("re-occurring urinary tract infection / re-occurring urinary tract infections"), fungal infection ("re-occurring yeast infection / infection") and migraine ("migraines"). In march 2013, the patient experienced pain in extremity ("constant leg pain/ leg shooting pain up and down my legs/ leg achiness"). On (B)(6) 2013, 5 months 16 days after insertion of essure, the patient experienced cervical dysplasia ("cervical dysplasia"). In 2013, the patient experienced dyspareunia ("painful intercourse"), hypertension ("high blood pressure"), loss of libido ("loss of libido") and furuncle ("boils on my inner thigh / boil"). In 2014, the patient experienced rash ("bad skin rash irritation on left ankles"). In december 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), allergy to metals ("hypersensitivity to nickel"), dysgeusia ("metallic taste in my mouth"), bacterial vaginosis ("bacteria vaginosis"), feeling abnormal ("brain fogginess"), muscle spasms ("muscle spasms / leg cramps") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, analgesics, ibuprofen, metronidazole, fluconazole (diflucan) and surgery (hysterectomy). Essure was removed. In 2015, the abdominal pain and nausea had resolved. At the time of the report, the pelvic pain, dysgeusia, urinary tract infection, feeling abnormal, muscle spasms, hypertension, furuncle and migraine had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, allergy to metals, dyspareunia, menorrhagia, headache, bacterial vaginosis, cervical dysplasia, pain in extremity, fungal infection, loss of libido and depression outcome was unknown and the rash had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bacterial vaginosis, cervical dysplasia, depression, dysgeusia, dyspareunia, feeling abnormal, fungal infection, furuncle, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and urinary tract infection to be related to essure. The reporter commented: she had not sought medical treatment for migraine headaches, painful intercourse, depression, high blood pressure. She did not claim that she was allergic to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury. She did not retain the essure or any portion of it.she was not advised of any complications from essure removal procedure. She had complications during pregnancies: lyanna peirce- two vessel umbilical cord, antepartum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: closure of the bilateral fallopian tubes pregnancy test urine - on (B)(6) 2012: negative on mar-2013 dye test : confirm tubes were blocked. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: lower abdomen pain, urinary tract infection, hypertension, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / pain/ severe and persistent chronic pelvic pain as a result of the essure implantation"), pregnancy with contraceptive device ("unintended pregnancy"), abortion spontaneous ("miscarriage") and genital haemorrhage ("excessive bleeding") in a (B)(6)-year-old female patient (gravida 4, para 6) who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included psychological disorder nos, multigravida and parity 3 (date of births: (B)(6)). In 2012, , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain / abdomen sudden sharp stabbing ripping pain") and nausea ("nausea"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced cervical dysplasia ("cervical dysplasia"). In 2014, the patient experienced rash ("bad skin rash irritation on left ankles"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("hypersensitivity to nickel"), dyspareunia ("painful intercourse"), menorrhagia ("heavy periods"), dysgeusia ("metallic taste in my mouth"), headache ("headaches"), urinary tract infection ("re-occurring urinary tract infection / re-occurring urinary tract infections"), bacterial vaginosis ("bacteria vaginosis"), feeling abnormal ("brain fogginess"), pain in extremity ("constant leg pain/ leg shooting pain up and down my legs/ leg achiness"), muscle spasms ("muscle spasms / leg cramps"), fungal infection ("re-occurring yeast infection / infection"), hypertension ("high blood pressure"), loss of libido ("loss of libido"), depression ("depression"), furuncle ("boils on my inner thigh / boil ") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with antibiotics, analgesics, ibuprofen, metronidazole, fluconazole (diflucan), medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain and nausea had resolved. At the time of the report, the pelvic pain, dysgeusia, urinary tract infection, feeling abnormal, muscle spasms, hypertension, furuncle and migraine had resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, allergy to metals, dyspareunia, menorrhagia, headache, bacterial vaginosis, cervical dysplasia, pain in extremity, fungal infection, loss of libido and depression outcome was unknown and the rash had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bacterial vaginosis, cervical dysplasia, depression, dysgeusia, dyspareunia, feeling abnormal, fungal infection, furuncle, genital haemorrhage, headache, hypertension, loss of libido, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash and urinary tract infection to be related to essure. The reporter commented: she had not sought medical treatment for migraine headaches, painful intercourse, depression, high blood pressure. She did not claim that she was allergic to nickel or any other component of essure. She did not claim that essure worsened a previously existing injury. She did not retain the essure or any portion of it. She was not advised of any complications from essure removal procedure. She had complications during pregnancies: (B)(6) - two vessel umbilical cord, antepartum. Diagnostic results: on (B)(6) 2013 dye test : confirm tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received. Event injury nos deleted and case became valid upon addition of events are re-occurring urinary tract infections; yeast infections; brain fogginess; boils on my inner thigh; muscle spasms; leg craps; migraines; metallic taste in my mouth; nausea; severe and persistent abdominal and pelvic pain; and high blood pressure, constant leg pain, headaches, cervical dysplasia, possible, heavy periods, miscarriage, excessive bleeding, painful intercourse, loss of libido, bacteria vaginosis, re-occurring yeast infection/yeast infections, depression, abdomen sudden sharp stabbing ripping pain, bad skin rash irritation on my left ankle, hypersensitivity to nickel, unintended pregnancy, miscarriage, device ineffective. Lot number 21132 added. Historical condition, historical drug ,treatment and concomitant medication added. Reporter, patient , product information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ essure. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.